Manufacturer narrative:
Investigation: data analysis performed on inr results provided by customer. Reviewed retain testing on reported lot 312527. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date (B)(6) 2013, inratio 2.3, reference 1.6, mean 1.95, confidence limits 1.3 - 2.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. In-house therapeutic donor testing has been performed on reported lot 312527 on (B)(6) 2013. Results as follows: donor 213: inratio 3.6, 3.1, 3.3, reference 2.97, bias threshold 1.97 - 3.97, %cv 7.55. Donor 202: inratio 2.3, 2.3, 2.2, reference 2.47, bias threshold 1.47 - 3.47, %cv 2.55. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than (B)(4). Accuracy and precision criteria have been met. No further investigation is necessary. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Retained strip testing results met both accuracy and precision criteria. Product performed as expected. As reviewed on (B)(4) 2013, (B)(4) discrepant result complaints were reported for lot # 312527, yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective; no further action is required at this time. This issue will be subject to tracking and trending.

Event description:
Caller alleged discrepant inratio2 inr result in comparison to the physician's office point of care (poc) inr result. Results are as follows: date (B)(6) 2013, inratio2 inr 2.3, poc inr 1.6. The time between testing was fifteen minutes. Therapeutic range 2.0 - 3.0 for patient. There was no reported adverse patient sequela. There was no additional information provided.